Event description:
Hill-rom received a report from the account stating the bed exit would not set. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit wouldn't set due to the bed exit needing to be zeroed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed bed exit using patient caregiver keypad to resolve the issue. Based on this information, no further action is required.